Event description:
It was reported that upon inflation, the catheter leaked at the hub area. The catheter was removed & replaced to complete the procedure without pt injury or further complications being reported.